Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that after a total pancreatectomy procedure/abdominal mass removal/resection of mesenteric tumor near pancreas, the patient was brought back to surgery due to bleeding. Per the surgeon, the bleeding was immediately evident after the procedure was completed. Multiple units of blood were given within one hour of surgery and it also required emergency re-exploration within an hour of initial case completion. In re-operation, surgeon was able to observe the bleeding source as the mesenteric vessels, which she says would have been sealed with enseal. The surgeon reports that no alert screens were received during the initial surgery and surgeon received two tones from the generator with each transection. The surgeon also reported she uses a single burn technique on larger vessels and there was no hemostasis issue related to the enseal device that occurred during the initial procedure. The doctor also reports patient received intra-op heparin.